Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned, analyzed and analysis revealed a breach depression of the outer insulation. It was noted there was blood on the proximal conductor (not obstructed), there was a white substance, a depression and blood on the outer insulation. (B)(4). Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2009; 5524m45 implantable pacing lead, implanted: (B)(6) 2000.

Event description:
The leads were returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the leads were explanted post-mortem and the cause of death was not related to the out of specification finding.